Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that several foley catheters were clogged and not draining properly. Also stated that new foley was changed to continue to irrigate.